Event description:
Caller reported an issue with a cgm error 42, which was addressed by following instructions to reset the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on performing a pump reset, and the caller successfully started their sensor session after the reset, with no further display of the cgm error code.